Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipients hearing performance with the device was affected. The recipient will be seen again in 6 months for programming and possibly an integrity check.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Reportedly, the recipient has five active channels and has still benefit with the device, which remains implanted and in use. The recipient will be monitored and a follow up appointment is planned in (B)(6) 2024.

Event description:
The recipient_s hearing performance with the device was affected. The recipient will be seen again in (B)(6) 2024 for programming and possibly an integrity check.